Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2012 explanted: (B)(4) 2018 product type extension product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2012 explanted: (B)(4) 2018 product type extension product ID (B)(4) lot# v856680 serial# implanted: (B)(4) 2012 explanted: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the extensions were explanted and kept at the hospital for gross analysis to rule out infection. It was reported the erosion had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v856680, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: v856680, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported one of the leads eroded and was exposed through the skin at the top of the head. It was reported the reason was unknown as to how it happened. No environmental/external/patient factors were reported to have led or contributed to the issue. No troubleshooting was performed. It was reported the physician was planning on removing some but not all of the components and was unsure of which ones yet at the time of the report. The issue was not resolved and the patient was alive without injury at the time of the report. Surgery was scheduled for (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37085-60 lot# serial# (B)(4) implanted: 2012-(B)(6)explanted: 2018-(B)(6) product type extension product ID 37085-60 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: 2018-(B)(6) product type extension product ID 3708660 lot# serial# (B)(4) implanted: explanted: product type extension product ID 3389s-40 lot# v856680 serial# implanted: 2012-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the extension was exposed through the skin. On (B)(6) 2018 the doctor replaced both extensions and connected them to the existing leads and ins. The patient presented in the clinic on (B)(6) 2018 with the skin breakdown at the right burr hole site. Since the left side was doing well they decided to replace just the right extension. The electrode impedance on the right side system was full of integrity after the replacement for a successful intervention. The left stn system electrode impedance was of full integrity for all contacts except for 0&3, which was a short circuit pre-operative and was known from the last intervention. The post-operative check resolved the issue on the left stn system and that side was now of full integrity. The doctor believed the issue came about from their thin skin and that they did the best they could to close and avoid potential risk.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are : product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: extension; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3389s-40, lot# v856680, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp)via manufacture representative (rep). It was reported that the right extension and lead were explanted due to recurring infection with skin breakdown near right burr hole. There was a previous infection in the same area. Patient¿s skin broke down again near right burr hole despite all attempts made on (B)(6) 2018, surgery. The doctor removed the right extension and eight lead. The left system remained of good integrity through electrode impedance testing but the existing short between 0 and 3 presented again pre-operative and post-operative. The infection was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.